Event description:
A 64 angio-seal vip was selected for use. There were no problems at the beginning of deployment. When the physician pulled back the device to complete deployment, the device became locked up and would not release to implant the collagen. A surgeon was called in to help remove the device. Two small incisions were made near the puncture site. After manipulating the device, it became unlocked and the suture unspooled. The device was successfully implanted, and hemostasis was achieved.

Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis, a supplemental medwatch will be filed.